Manufacturer narrative:
The insulin pump had operating currents within specification and passed the functional testing, including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and the displacement test. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads, minor scratches on the display window and a partially broken reservoir tube lip.

Event description:
Customer reported via phone call to have been hospitalized in while on a trip to (B)(6). Customer was hospitalized on (B)(6) 2015 with blood glucose of 220 mg/dl. Customer was hospitalized due to nausea and vomiting. Customer had symptoms of nausea and stomach pain. Customer was advised that she did not have diabetic ketoacidosis. Customer was wearing insulin pump at the time of hospitalization. Customer canceled further troubleshooting reporting that it was already done. Customer reported of also having high blood glucose of over 600 mg/dl in december and going into diabetic ketoacidosis. Customer requested for insulin pump to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.